Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that there was a change, even with adjusting the number up and down, it did not feel like it used to. The patient was up more at night and going to the bathroom more. The patient thought it was on because after going to the gym and doing squats, they felt stimulation too strong, so they adjusted it down one. The patient did not feel stimulation at the time of the report and the therapy was on 2 at 1.3. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.